Manufacturer narrative:
The device was not returned. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the lightsource, upon extraction from storage, exhibited a deficiency wherein it failed to display any image when connected to a monitor and the air control system was not responsive. It is unknown when the issue was found. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation.   A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured.   Based on the results of the investigation, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.